Event description:
It was reported by the customer during the placement of the PICC catheter, there was no abnormality in vascular evaluation and blood return, and the guidewire could not be sent into the body after repeated attempts to send the guidewire, and a new set of catheter could be inserted. No other information was provided. 5/16/2024 - the guidewire returned for evaluation exhibited small kinks at the distal end.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult insertion of the guidewire was confirmed but the cause is unknown. A single photograph of the open dual-lumen powerpicc solo catheter insertion kit was returned for evaluation. The guidewire and introducer needle contained residual material, indicating clinical use. The distal flexible end of the guidewire contained multiple small kinks and bends. The kinks and bends in the wire were indicative of a difficult insertion. However, it is unknown how far the guidewire could be inserted prior to encountering resistance. Microscopic examination of the wire, functional testing of compatibility between components, patency testing of the needle, and dimensional analysis could not be conducted without receipt of the physical sample. Although evidence of a difficult insertion was apparent, the photograph could not aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.